Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and cracked battery cap from the insulin pump. The customer's blood glucose reading was 95 mg/dl. The customer stated that she dropped the pump and saw a battery error. The customer stated that she replaced the battery several times and got no power. The customer did not have new aaa alkaline battery to test with the pump. The customer was assisted with self-test. The customer could not troubleshoot due to no power. The customer will be sent a replacement battery cap.